Event description:
Customer stated that his glucometer elite was reading low during a recent comparison. He states that his doctors meter read 430 mg/dl while his elite read 66 mg/dl. Control solution testing and check paddle results were satisfactory. On 03/22/98 the customer had been vomiting and took some pepto-bisnol. Not feeling well he went to his doctor where the above readings were made. His doctor sent him to the emergency room for an IV. The customer was in the emergency room for 3 hours. At the emergency room his elite read a 101 mg/dl while the hospital meter gave a 263 mg/dl. The customer was released and a request was made to return the system for evaluation.